Manufacturer narrative:
A (b)(46) 2015 follow-up: customer did not know how long insulin had been in use. Customer did not want to waste insulin and indicated that insulin would be used regardless of the insulin labeling (28 days). The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer was unable to change out supplies (cartridge/infusion set) because backup supplies were not available. The customer began feeling ill and was admitted to the hospital for diabetic ketoacidosis and blood glucose level of 903 mg/dl. The customer was treated intravenously and discharged on (B)(6) 2015.